Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction on her abdomen under the sensor adhesive. Patient described the skin reaction as being red, itchy, painful and inflamed. Patient inserted the sensor on (B)(6) 2015 and removed the sensor on (B)(6) 2015 due to pain, redness and burning. Patient went to the doctor on (B)(6) 2015 for medical intervention. Patient stated that her doctor said her skin reaction was a staph infection. Doctor prescribed topical bacitracin for treatment of the skin reaction. At the time of contact, patient stated that her rash was sore and itchy. No additional event or patient information is available.